Manufacturer narrative:
Batch record review, complaint review by lot, and donor history were completed. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. Ortho was unable to perform retain testing since customer reported event on (B)(6) 2019 and vss131 expired on 05nov2019. Sample was not returned to ortho for further investigation. Mxp2184571 qerts #459806.

Event description:
Event 1 of 2 - mxp2184571 for vision 50002936. Customer reports 0.8% surgiscreen lot vss131 exp 11/5/19 cell 3 failed to react with a patient sample known to contain anti kell. These false negative results were obtained on both visions at this site during validation testing. Mxp2184571 for vision 50002936, mxp2184572 for same issue on their other vision 50002937. The same patient sample had been previously tested on their echo analyzer and it was able to identify the anti- kell. The customer proceeded to perform additional antibody ID testing on the visions using 0.8% resolve panel a lot vra338 exp 11/5/19. The kell antigen cells reacted 1+ as expected. All qc testing passed on both visions. Relevant information: issue started on: (B)(6) 2019, microtubes/wells or cell (donor #) affected: cell 3, donor# 319096, reaction grade obtained: neg, customer was expecting: positive, test repeated: no, sample ID: ff-54-e8-db-79-eb-62-35-3e-e6-3e-79-86-be-c4-1e-a5-80-d3-4e-a8-9a-da-ac-5d-8d-6d-32-50-4d-15-33, number of samples affected? One, was qc affected? No. Product details: card/cassette type: igg card lot 013019001-14 exp 11/26/19, qc data: qc passed. Patient clinical history: no prior patient history known. Product handling protocol: as per IFU, cassette/gel card storage temperature range: as per IFU, cassette/gel card orientation: acceptable, rbc storage and handling: as per IFU, visual appearance before use: acceptable, opened vs unopened? Opened, other relevant information: none. Actions already performed by contact: none. Troubleshooting steps performed by tsc: antigen typing requested, customer declined since the set has been discarded due to its expiration date. She will test patient sample with new lot # vss137. Tsc followed up. Customer stated they cannot perform manual gel testing to use as a comparison since their new ortho workstation has not been validated. Tsc discussed the limitations of procedure section of the surgiscreen reagent which states: "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer was satisfied with the information and stated she will discuss this with the superior. Customer believes the issue is sample related. She will monitor and call back if needed.